Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.